Manufacturer narrative:
Clinical review; there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain, elevated white cell count and subsequent hospitalization for peritonitis. However, there is no documentation to show a causal relationship between the patient event and the liberty select cycler or cycler set. Additionally, there is no allegation of a cassette leak or device malfunction reported for this event. The patient¿s pd effluent culture did not result in bacterial growth resulting in not being able to confirm an origin of the peritonitis. In up to 20% of peritonitis cases no organism is identified. The presentation of cloudy pd effluent and abdominal pain usually is an indication of the onset of peritonitis. Furthermore, the patient¿s pd clinic physician was unsure that the diagnosis of peritonitis was correct and suggested gastroenteritis. Although a cause of the peritonitis cannot be determined it is unlikely that the liberty select cycler or cycler set was the cause based on the available information. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on tidal peritoneal dialysis (pd) for renal replacement therapy (rrt) contacted technical support for a patient line blocked alarm and mentioned that they were in the hospital earlier that day and had drained manually prior to treatment on the cycler. The patient line blocked alarm was resolved during technical support call. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The pdrn reported that the patient presented to the hospital due to abdominal pain and was found to have elevated white cell count (value unknown). The patient was admitted with a diagnosis of peritonitis. The pd clinic physician questioned the diagnosis of peritonitis and suggested the patient could have gastroenteritis, however, the patient was treated for peritonitis. The patient was started on antibiotics and prescribed vancomycin and ceftazidime (dose, frequency and duration unknown) which is instilled during a manual daytime dwell. The patient¿s pd effluent culture (draw date unknown) was negative for bacterial growth. The patient was discharged and continues to complete antibiotic therapy. The patient did not report any liberty cycler set leak or any issue with the liberty select cycler related to this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.